Manufacturer narrative:
Device evaluation: lens was returned in a micro centrifuge vial. Visual inspection found no visible damage to the lens. Claim#: (B)(4).

Manufacturer narrative:
The reporter indicated that a 13.2mm vicm5_13.2, -9.50 diopter, implantable collamer lens was implanted into the patients right eye (od) on 21 mar 2019. High iop and a vault value was reported. On 25 apr 2019 the lens was removed and a replacement lens of shorter length was later implanted. The replacement lens resolved the problem, patient is happy. Patient code 3191: secondary surgical intervention, explant .(B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5_13.2, -9.50 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. High iop (intraocular pressure) and a vault value was reported. Patient bcva is 20/20, lens remains in the eye and surgeon plans to exchange the lens. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.